Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device did not detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The g5 adult pads were returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to defective pads. The pads were scrapped and replacements were sent to the customer. Analysis of reports of this type has not identified an increase in trend.